Event description:
It was reported that the left pt barrier rotational handle lock was broken. A failure of this type is related to a known issue that resulted in the event reported in MDR 2126677-2010-00010. No injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.